Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite to the upper abdomen, low abdomen, and flanks on (B)(6) 2023 using the curve 150 (c150) applicator. The patient was presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b3, b5, g3, g6, h6, h10, h11.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite to the mid abdomen, low abdomen, and flanks on (B)(6) 2023 using the curve 150 (c150) applicator. The patient was presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a3b, a5, a6, b5, g3, h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system to the upper abdomen, low abdomen, and flanks using curve 150 ( c150 ) on (B)(6) 2023 using the curve 150 (c150) applicator. The patient was presented with paradoxical hyperplasia (ph) to the mid / lower abdomen and flanks. On (B)(6) 2024, the patient received a CT (computed tomography) scan of the abdomen and pelvis with contrast prior to scheduled liposuction surgery. On (B)(6) 2024, the patient received liposuction [vasor liposuction] to the abdomen and flanks and bodytile radiofrequency skin tightening.